Manufacturer narrative:
Puritan-bennett was not authorized to repair this device. The customer is expected to send the ventilator to a third-party service organization.

Event description:
The service report shows, the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse was not authorized to repair the device.